Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Asap too study. It was reported thrombus on the device occurred. In 2017 a left atrial appendage (laa) closure procedure was successfully performed. A 21mm watchman ® laa closure device was implanted. The patient was discharged on clopidogrel. On (B)(6) 2018, the patient returned for a 3 month follow up transesophageal echocardiogram (tee) which revealed thrombus on the device. It was noted that the patient's general practitioner had stopped the clopidogrel at some point due to some bruising. The patient has since been placed on innohep daily. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the watchman laa closure device was implanted on (B)(6) 2017 and clopidogrel was stopped (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2018 tee revealed no thrombus on the atrial facing surface of the device.